Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not received for analysis, no device investigation can be performed and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
On (B)(6) 2017 a patient received a perceval pvs27 sutureless aortic heart valve implant as part of the persist trial. The manufacturer was notified that the patient received a permanent pacemaker implant due to av block I on (B)(6) 2017. The patient has no valve malfunctions or deficiencies and was discharged normally.